Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted as of this time. A report received from technical services on (B)(6) 2017 stating that this lead was involved?with noise and shock. Patient has afib but there is still some noise on ra. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).